Manufacturer narrative:
The investigation is in process. No additional information is available at this time.

Event description:
It was reported that "x-rays show no loosening. Obvious head migration w/wear & mild osteolysis proximal femur; zones 1, 7, 8 and 14." No intervention has been reported at this time and the device remains implanted.